Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: review of the black box data revealed motor rewind errors (078-0008) recorded. On investigation, the rewind, load and prime steps were successfully completed without issue. The pump was exercised for 24 hours without any alarms occurring during that time. Investigation did not duplicate the complaint. The pump was opened for further investigation and revealed moisture corrosion inside the pump. (B)(4).